Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed a battery depletion alarm. The pump displayed base task debilitated and system advisory base task debilitated rebooting due to exception alerts. It also displayed pressure increasing alerts. It was reported that the patient's ptt drawn an hour later was 70, when it was previously measure at 92.6. It's unknown if this is due to the malfunction of the pump, as it was infusion heparin. A new pump had to be started with high dose heparin for the ECMO circuit. There were no adverse events reported.